Event description:
It was reported that the needle did not fully retract into the safety and the valve didn't work. This occurred with 2 devices during use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. A magnified examination of the housing component identified the housing ramp displayed damage at the locking window entrance (also known as a "speed bump"). While a "speed bump" does not prevent the device from locking into the needle guard, it can provide slight resistance to advancement. This could cause a false sense of being locked prior to the user engaging the safety mechanism. No definitive root cause for the housing ramp damage observed. Review of the used sample with manufacturing and engineering smes confirmed that the damage was highly probable to be the result of damaged mold tooling. Based on analysis, the complaint is confirmed as a manufacturing nonconformance. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
While performing a review of file (B)(4), it was discovered that the file was inadvertently assessed as reportable and the reports were submitted. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.